Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the 8100 unit had an error code 242.4030 was confirmed by tech support. Tech support had a walk through with the customer and revealed the following, tech has error code 242.4030 on 8100 unit. Explain to tech the error is a motor stall is detected on unit. First to replace is the ail assembly, once replace if still get same error next to replace is the motor controller board then can lead to the logic board on unit. High level steps/procedure: ensure that the motor connector is securely connected. Replace the ail assembly (the motor encoder is part of this assembly). Replace the motor controller board. Replace the logic board. Return to factory for repair. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services couldn't determine the probable cause of the customer¿s reported issue.

Event description:
It was reported that the 8100 unit had an error code 242.4030. There was no patient involvement.